Manufacturer narrative:
Changed manufacture date to correct date. 07/23/2012.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "motor rate error (it was motor not running error)". Visual inspection found the pump to have a broken top case. Inspection of the pump's event log showed a motor not running error. Motor not running error was found during occlusion test. What caused the reported problem was determined to be the main board not operating as intended. Who caused the reported problem was determined to be that the customer replaced the main board with a much older worn out main board from another pump. The main board was replaced.